Event description:
Info received indicates the brake steer is not holding.

Manufacturer narrative:
The technician found the brake/steer cable assembly was frayed. The technician replaced the cable assembly to repair the bed.